Event description:
It was reported that this left ventricular (lv) lead was not getting any r waves. Additionally, they could not get an lv capture. Technical services (ts) provided advice on potential following steps, such as x-ray. A lead revision is planned for this patient. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not getting any r waves. Additionally, they could not get an lv capture. Technical services (ts) provided advice on potential following steps, such as x-ray. A lead revision is planned for this patient. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not getting any r waves. Additionally, they could not get an lv capture. Technical services (ts) provided advice on potential following steps, such as x-ray. A lead revision is planned for this patient. The lead remains in use. No adverse patient effects were reported.